Event description:
The account alleged that the foot hi/low will drift down over night.

Manufacturer narrative:
The account found the foot hi/low down valve was causing the drift. The account replaced the valve and that resolved the problem.